Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep2102 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s "np clinician states she placed power PICC solo with sherlock 3cg which was determined that it was placed in the artery and it did not act like a normal artery when putting it in but acted like a vein with a t-wave indication with a max spike. Caller describes blood in the clear portion of the tubing and getting an x-ray to confirm placement followed by an ultrasound which showed it was in the artery. Caller wondering how there was a t-wave max spike in the artery. Caller states when they removed it there was no blood."